Manufacturer narrative:
Product event summary #geo event description: it was reported that there was oversensing on ventricular channel. The missing v-pace is caused by residual electrical disturbance on the ventricular sense amplifier at the time that the egm amplifier is turned on/off by the reference egm recording. The egm recording is scheduled to occur once each hour and is synchronized to pacemaker events (sense/pace). When synchronized to an atrial sense event (as), there is no opposite chamber blanking on the ventricular channel, so the electrical disturbance can result in a false ventricular sense, which inhibits the ventricular pace. Preliminary geo assessment: >> reprogrammed ventricular sensitivity to a less sensitive value >> solved by re-programming preliminary geo conclusion: suspected device ok.

Event description:
It was reported that during use of implantable pulse generator (ipg) a sensing problem was encountered of oversensing on the ventricular channel. It was also reported that when synchronized to an atrial sense event (as), there is no opposite chamber blanking on the ventricular channel, so the electrical disturbance can result in a false ventricular sense, which inhibits the ventricular pace. The ipg was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.